Event description:
Olympus was informed that an endoscope image in the monitor became reddish suddenly during laparoscopic cholecystectomy. The facility completed the procedure by exchanging the ch-s190-xz-e to another device. There was no report of patient injury in this event except exchanging the device.

Manufacturer narrative:
Olympus confirmed that the phenomenon was not reproduced in the facility and the device worked properly for 6 hours since the device was turned on. Olympus could not determine the cause of this phenomenon because the phenomenon was not reproduced. This phenomenon might be attributed to inadequate connection to the video processor device or adhesion of foreign substances on electrical contacts of the device caused contact failure temporarily. Olympus also checked the manufacturing history of the subject device, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required on december 15, 2015. The subject video system center (otv-s190) which the facility used in the procedure was returned to olympus. Olympus connected the subject camera head (ch-s190-xz-e) to the subject video system center to check operation, but the phenomenon was not reproduced. However, there was gauze fluff around the electrical contact of the video connector socket in the subject video system center. Olympus could reproduce the phenomenon to connect the subject camera head to the subject video system center with the electrical contact of the subject camera head isolated. Therefore, contact failure by the gauze fluff on the video connector socket might cause the phenomenon. Olympus attributed this phenomenon might be caused by the subject video system center. The instruction manual of otv-s190 mentions notifications for device handling. Olympus also checked the device history record of the subject otv-s190, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution.